Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was implanted on (B)(6) 2013. The patient was feeling "stiffness and symptom aggravated". The patient wanted to be reprogrammed. It was stated that the patient "underwent a damaged operation". It was not clear what this meant. Additional information received reported that the patient "underwent a damaged operation. Then the effect was not well." It was not clear what this meant. Additional information received reported that the patient was going to have a reprogramming appointment on (B)(6) 2013.